Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was malfunctioning. The field service engineer (fse) noted that the customer rebooted the device, after which the keyboard functioned properly. No issues were found during testing. The keyboard cover was replaced, and all keys were verified to be working correctly. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard keys were not responding. As a result, the user was unable to enter their username or log in to the station due to the keyboard not functioning. However, there were no delays or adverse events or injuries reported based on this event.